Event description:
It was reported by the customer's son that the customer had a blood glucose level of 503 mg/dl. Customer's son stated that the insulin continues to drip after the motor stops during the manual prime process. Customer's son stated that customer was not wearing the pump during priming. Customer's son thinks that he saw a gap between the piston and the reservoir stopper during prime. Customer was unable to successfully prime the set. Customer was also receiving no delivery alarms. No insulin is coming out and customer's blood glucose level is rising. Customer has treated manually. It was explained that the vial of insulin should be upright when removing the reservoir from blue transfer guard. The top of reservoir and tubing connector should be dry before connecting. Insulin pump will need to be replaced. Customer's son was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump primed properly. No unexpected gap between the motor slide and the test reservoir during testing. No cosmetic damage noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).